Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose level had been high (400 mg/dl) with a trace of ketones. A correction was used to address the bg level and water was consumed to treat the ketones. The customer's endocrinologist reviewed the pump t:connect data and the pump was found to be functioning as expected. The exact cause of the high bg could not be determined.